Manufacturer narrative:
Device manufacturing records reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that diagnostics revealed high impedance on the patient¿s vns with dcdc=7 in (B)(6) 2013. The hospital requested the patient be referred for surgery, but surgery has not occurred to date. Upon follow-up, it was reported that the high impedance was first observed on (B)(6) 2013. The device was disabled following the observation of high impedance as recommended in vns labeling. X-rays were taken, but will not be sent to the manufacturer for review. The physician reported that there were no visualized anomalies in the x-rays. No patient manipulation or trauma is known to have occurred that is believed to have caused or contributed to the high impedance. Attempts for additional information have been unsuccessful to date.